Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the scorpio nrg x3 ps tibial insert (#5/12mm) did not lock onto the tibial base plate. Therefore, the surgeon implanted another one (#5/10mm) instead of it."